Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date because they fell in the bathroom and hit their head, had issues with blood glucose levels, potassium level issues and kidney issues with an unknown blood glucose level at the time of hospital. The customer was given shots. They customer was having low blood glucose levels because she had not eaten yesterday. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.